Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the false air in line alarms which were not reproduced. It was observed that the upstream sensor had low fluid numbers. With low ultrasonic readings it would make the pump more sensitive to air-in-line and upstream occlusion alarms causing the reported symptom. The failed upstream sensor was replaced.